Event description:
Customer received a result of 145 mg/dl on the mobile system and a result of 80 mg/dl on a professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer is "about" (B)(6) years old.